Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is company representative. Investigation summary: complained issue could not be replicated and/or confirmed based on the available information. No pictures and/or x-ray¿s were provided and no material was returned for investigation. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported intraoperatively on (B)(6) 2020, a screwdriver would not release from a proximal femoral nail antirotation (pfna) helical blade after locking. This event occurred with two blades. A surgical delay of 15 minutes was noted this is report 3 of 3 for (B)(4). This report is for an unknown screwdriver.